Event description:
Same case as MFR#: 2134265-2011-03364. It was reported that during preparation for a stenting treatment procedure, an incorrect stent length was noted. It was noted by the physician upon opening the package for an 8 x 80mm x 100cm wallstent that the wrong length stent was in the package. The physician opened another package for an 8 x 80mm x 100cm wallstent and noted the same thing. There was no patient involved.

Manufacturer narrative:
Device evaluated by manufacturer, evaluation summary attached, method, result codes, conclusion: updated. The complaint device was returned for analysis. An examination of the device found that the stent was fully mounted. It was possible to deploy the stent without any issue noted. Examination of the deployed stent found no anomalies. A visual and tactile examination found no issues with the shaft or profile of the stent delivery system. The radio-opaque (ro) markerbands were measured and it was confirmed that they were positioned correctly for this device indicating that the stent was the correct size. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Device analysis determined that no issues were noted with the returned device which could have contributed to the reported event. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR#: 2134265-2011-03364. It was reported that during preparation for a stenting treatment procedure, an incorrect stent length was noted. It was noted by the physician upon opening the package for an 8 x 80mm x 100cm wallstent that the wrong length stent was in the package. The physician opened another package for an 8 x 80mm x 100cm wallstent and noted the same thing. There was no patient involved. Additional information has been requested and is not available.